Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cannula was left in the patient's upper right arm, approximately 0.4 ml from the skin surface. Physician does not intend to remove the sites. No adverse health outcome resulted.